Event description:
It was reported that the pulse generator exhibited loss of capture and high atrial lead impedance measurements. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the atrial contact spring missing, this could have contributed to the reported complaint.